Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system. The pentaray catheter was used to fast anatomical map (fam) the left atrium (la). After the pentaray catheter was exchanged for the ablation catheter, there was a map shift on a carto® 3 system. The ablation catheter appeared 1 cm outside the fam map. There were no errors on the system and no patient movement. The biosense webster inc. Representative reset visualization without resolution. The biosense webster, inc. Representative inspected the area around the patient for metal interference and found a clamp which was used to secure the bear hugger warmer to the table. This was close to the location pad. The biosense webster, inc. Representative removed the clamp and a new fam map of the la was created with the pentaray catheter. The procedure was continued successfully. It was also noted that a tee probe sits in the patient's esophagus during the procedure to move the esophagus when needed. This is a routine practice for the physician and does not usually cause problems, but may contribute to metal interference. Metal values did not change during the case. A response was received on april 9, 2019, stating that no cardioversion was performed at any point during the procedure. The biosense webster inc. Field service engineer spoke with the biosense webster, inc. Field representative. The biosense webster, inc. Representative confirmed that after inspection the area around the patient, found that the clamp used to secure the bair hugger warmer to the table was close to the location pad and caused the map shift issue. The biosense webster, inc. Representative removed the bair hugger clamp, a new fast anatomical map of the left atrium was created with the pentaray catheter without further issues. The procedure was continued successfully. The system is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system and a map shift occurred with no error message and no patient movement or cardioversion. The pentaray catheter was used to fast anatomical map (fam) the left atrium (la). After the pentaray catheter was exchanged for the ablation catheter ,there was a map shift on a carto® 3 system. The ablation catheter appeared 1 cm outside the fam map. There were no errors on the system and no patient movement. The biosense webster inc. Representative reset visualization without resolution. The biosense webster, inc. Representative inspected the area around the patient for metal interference and found a clamp which was used to secure the bear hugger warmer to the table. This was close to the location pad. The biosense webster, inc. Representative removed the clamp and a new fam map of the la was created with the pentaray catheter. The procedure was continued successfully. It was also noted that a tee probe sits in the patient's esophagus during the procedure to move the esophagus when needed. This is a routine practice for the physician and does not usually cause problems, but may contribute to metal interference. Metal values did not change during the case. A response was received on april 9, 2019, stating that no cardioversion was performed at any point during the procedure. The map shift with no error message and no patient movement or cardioversion, was assessed as a reportable malfunction.